Event description:
During service, a failure code 500 was found in the event history. The hosptial representative stated to the baxter service facility that they have no record of any patient incident involving the pump since the last baxter service event.